Manufacturer narrative:
An investigation is in progress. A supplemental MDR report will be submitted once the investigation is completed. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged two discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. For patient one, the alleged sample initially generated a positive result for sars-cov-2. A recollected sample was retested on the same cobas® liat® system which yielded a negative result for all targets. For patient two, the alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same cobas® liat® system which yielded a negative result for all targets. Although requested, information regarding which results reported as well as sample collection information was not provided. No harm was alleged. An investigation is in progress to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2022-00405. For runs 436 & 506, true amplification can be observed in the respective channels. Further analysis was performed and no system related issue was identified. The customer was using throat swabs, which are off-label and may have contributed to the discrepancy experienced. Inadequate or inappropriate sample collection, storage, and transport may yield incorrect or invalid test results. Investigation was performed to evaluate the customer issue and no product problem related to the customer allegation was identified. B6 was updated with the sample collection information. B5 was updated with the results reported information. (B)(4).

Event description:
The customer was able to confirm that both positive results were reported.